Event description:
A complaint was reported/rec'd that during a pt's permanent implant procedure, the pt was experiencing cramping and difficulty breathing. In 2008, the surgeon decided to replace the paddle lead with a percutaneous lead. The pt is reportedly doing well.